Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were went to emergency room due to low blood glucose and on (B)(6) 2019 with blood glucose of 30 mg/dl. The customer¿s blood glucose level was 36 mg/dl at the time of incident. The customer's current blood glucose is 164 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer was unconscious as a result of low blood glucose value. The customer treated low blood glucose value with glucagon. Based on customer¿s report customer does not allege over delivery because of low blood glucose. The customer was not recall insulin dripping or squirting from end of set before connecting at their site. The drive support cap appears normal. Customer was able to upload to carelink. Customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.